Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room interrogation of the device revealed that the atrial lead was oversensing noise. The patient was not symptomatic to the oversensing. The patient was in stable condition and would continue to be monitored.